Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2017 with blood glucose of 430 mg/dl. It was reported that customer had a tooth infection. The customer experienced symptoms such as not feeling well. The customer was treated with manual injection. The customer was wearing the insulin pump during the hospitalization. Customer declined to check for leaks or air bubbles or site or insulin issues. Customer reported that after getting out of the hospital, blood glucose remained high at 400 mg/dl. Customer reported that tooth was not longer infected.